Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde pancreatography (ercp) procedure with sphincterotomy. According to the complainant, during the procedure, the device was inserted into the patient. However, when the device was electrically activated to perform the sphincterotomy, the conductivity of the cutting wire was intermittent and it seemed only the distal portion of the wire was working properly. No visible issues were noted to the sphincterotome. It was unknown how the procedure was completed. The device was used in conjunction with a bsc active cord and a non-bsc generator. The customer alleged no complaint against the bsc active cord used in the procedure. The connection of the sphincterotome to the active cord and generator was verified during the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.